Manufacturer narrative:
Terumo has not received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo referenced evaluation conclusion code. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during prime, there was an opening in the purge line which caused a leak. *no impact to patient as this occurred during prime. *no product was changed out. *the surgery was completed successfully.